Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim. During a post implementation planning call, xxxx reported that they had an event where an oncology patient on 4east unit experienced an air embolus, reportedly due to an issue with proper priming of blood tubing, while receiving a blood infusion.